Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site when stimulation is on. Diagnostic testing revealed impedance readings were within normal limits. The patient will undergo surgical interventions as the next course of action.